Manufacturer narrative:
(B)(4). The home patient discarded the sample.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarms that appeared on the homechoice (hc) unit during drain 3 of 4. The patient line came apart, causing the system error 2240 alarm. The technical service representative (tsr) had the home patient (hp) close all of the clamps and transfer set, cycle the power off and on to system error 2367, cycle the power off and on to press go to start prompt. The tsr explained the alarms and the hp stated that his patient line came apart during drain 3 of 4. The tsr explained to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish tonight's therapy manually. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. No patient injury or medical intervention was reported. On (B)(6) 2010, a follow up call was made to the home patient's nurse, who stated that the home patient slipped pulling the transfer set from the adapter on the catheter. The nurse stated that she changed out the transfer set, notified the doctor and gave the home patient a prophylactic antibiotic. The nurse stated that the home patient has been doing fine since this report. There was no patient injury or medical intervention associated with this report.